Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16230.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(4). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the blower temperature was high. The device was reported to be in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) stated that there had been no follow-up yet and the customer contact was reporting what part was needed (v60 blower assembly). The onsite service was completed on 01/18/2023. The field service engineer (fse) confirmed the reported problem of a faulty blower assembly. The fse replaced the v60 blower assembly. The device returned to full functionality after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.